Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) and reported elevated blood glucose (bg) levels. The patient indicated that for the past 3-4 days, her bg levels were in the '300-500 mg/dl' range. She also mentioned having symptoms of tiredness and thirst. The patient's endocrinologist reported advised her to contact anm to troubleshoot the pump. The patient claimed that she had been taking injections using the same vial of insulin used with the pump and was not having success with lowering her bg's. The patient also claimed that she tried a new vial of insulin but her bg's were still not responding. The patient indicated that she increased her basal rate temp to "+100%" and had a small response. The patient did not report having the need to seek or receive medical intervention during the time of concern. The pump's tdd was noted as being correct. No outstanding alarms were observed. The pump's bolus and basal histories were correct. There were no cannula fills recorded in the pump's history. The patient admitted that she might not have done any cannula fills. The patient was able to perform a 3 unit air bolus and noticed insulin being expelled. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she had developed an elevated bg level suggestive of severe hyperglycemia. However, it is unclear if the pump and/or use-error contributed to the patient's injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.